Manufacturer narrative:
The device has not yet been returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) pt and his wife reported issues during setup of the dialysis machine on (B)(6) 2015 and (B)(6) 2015 and was unable to complete treatments using the dialysis machine. Follow-up with the pd patient's registered nurse (rn) stated the pt was unable to complete treatments using the cycler and not contact the clinic or technical services to report issues with the cycler until (B)(6) 2015. Per pdrn, the pt and his wife were trained on performing stat drains as well as manual peritoneal dialysis therapy if needed but did not revert to alternative treatments. Per pdrn, the pt came into the clinic on (B)(6) 2015 reporting shortness of breath and edema and was sent to the hosp and admitted on (B)(6) 2015 for fluid overload and congestive heart failure. The nurse stated the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy while in the hosp, thus no treatments were missed. The nurse stated, as of (B)(6)/2015, the pt was still hospitalized and was expected to resume treatments using the cycler once discharged. Medical records were requested.